Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician was having issues delivering energy to a probe using the endostat iii electrosurgical unit. The probe and active cord were exchanged, but the system still had no energy output. The procedure was completed with another endostat electrosurgical unit, probe and active cord. Following the procedure, the original probes and active cords were tested and it was confirmed that the issue was only with the original endostat iii electrosurgical unit. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician was having issues delivering energy to a probe using the endostat iii electrosurgical unit. The probe and active cord were exchanged, but the system still had no energy output. The procedure was completed with another endostat electrosurgical unit, probe and active cord. Following the procedure, the original probes and active cords were tested and it was confirmed that the issue was only with the original endostat iii electrosurgical unit. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The returned unit was covered with dust and had many scratches on the surface. Additionally, the irrigation pump has a hole on the label, and there are loose parts inside of the unit. Several screws were missing from the chasis. Despite this damage, however, all knobs and switches appear to function properly. An electrical evaluation revealed that there was no output in any monopolar mode; the internal spring within the active cord connector port was damaged. The condition of the returned device is consistent with the complaint that there was no energy delivered to the probe; the complaint was confirmed. The most probable root cause is being labeled as wear & tear. A DHR review was performed. No anomalies were noted.